Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the pump alarmed system error 3". As a result the pump was exchanged for another. No patient harm or injury. The patient status is reported as "fine".